Event description:
It was reported that the right ventricular (rv) lead failed to defibrillate the patient. During the rv explant procedure, the right atrial (ra) lead was damaged. The whole system was explanted and upgraded on (B)(6) 2025. The patient was in stable condition.